Manufacturer narrative:
Device eval: one cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed the following event: 4/30/2019 11:45:34 am high alarm displayed: cassette not attached properly. Functional testing involved testing in an application mode and showed the device alarmed and displayed "cassette not attached properly." The alarm and message reoccurred when a new latch lock flex sensor was installed on the pump. The investigation determined that a defective microprocessor board was the cause of the reported issue. The microprocessor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump could not properly recognize the administration cassette. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.